Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: phone call 4/13/17, phone call 4/14/17, phone call 4/17/17.

Event description:
The hospital reported the unit alarmed during a case, possible over positive end expiratory pressure. The patient was switched to manual ventilation. There was no report of patient injury.